Event description:
Report received of an unrequested bolus dose delivery. During testing at the user facility, the device delivered an unrequested bolus. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional information was provided.